Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the wake button was sticking. Additionally, it was reported, that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.